Manufacturer narrative:
The insulin pump was received with broken off the end cap and debris under lcd window. Unable to perform functional tests including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to broken off the end cap.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. Correction has been made on this report. No, drive support cap was not damaged. The damage was the insulin pump case. Sales representative has met with customer, she feels good and the customer's blood glucose is correct now. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 504 mg/dl. There was a crack close to the drive support cap. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.